Manufacturer narrative:
Migration of implantable components is a known risk of implantable nuromodulation systems. During the surgical revision it was noted that there was a buildup of scar tissue around the ipg, making it difficult to move the components and thus causing the components to be damaged during the procedure. The ipg and leads were replaced due to procedural damage only. There are no allegations of system or component failure or malfunction other than migration of the ipg.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022. Patient later reported being unable to obtain pain relief due to the implantable pulse generator (ipg) having migrated outside of the range of connectivity. A surgical revision was performed on (B)(6) 2023 in which new ipg was placed into a more optimal location for connectivity. During the procedure the implanted leads were replaed as well due to damage that occurred during the procedure.